Manufacturer narrative:
Concomitant medical products: ddmb1d4 ICD, implanted: (B)(6) 2019, 6947m55 lead, implanted: (B)(6) 2019, 310c27 tissue valve, implanted (B)(6) 2009. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) was removed and the leads were abandoned due to an infection. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product analysis summary: the distal portion of the lead was returned, analyzed, and no anomalies were found. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.